Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b3 (event or incident date has been changed from (B)(6) 2025 to (B)(6) 2025) and (b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was not hospitalized for the reported hyperglycemic event and was only treated with insulin pump. Customer reported hypoglycemia which involved hospitalization was already reported under regulatory report number 2032227-2025-312975. The event involved product(s) mmt-1884, 332a, 7040a, 397a. Mmt-1884 was returned for analysis. No product return is expected for 332a, 7040a, 397a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) and related svn#: (B)(4) with event date of 08-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) and related svn#: (B)(4) with event date of 08-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) and related svn#: (B)(4) with event date of 08-nov-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 08:49:08.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Lostsensor1alert (780) was found on: (B)(6) 2025 23:15:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 08:32:34.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded in the formatted history file on the event date 08-nov-2025. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.17 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for exposure to magnetic field or MRI was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event 298 mg/dl during troubleshooting, after a recent episode involving a lost transmitter, low blood glucose, and hospitalization. The event involved mmt-1884. The customer reported that the pump was exposed to a CT scan at the hospital but passed the displacement test. The high blood glucose was treated with an insulin pump bolus. The customer has type 1 diabetes and was using the pump within 48 hours prior to the event. The customer was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. Pump replacement was initiated. No further patient complications were reported. Mmt-1884 was expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.